Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy and splenectomy, when the surgeon was attempting to remove the spleen; the staples were poorly formed and the staple line was incomplete at the proximal end. To correct the issue, the reload had to be removed and the case converted from laparoscopic to open to correct the incomplete staple line. Hemolock was used. Due to the conversion, the incision was extended more than one inch and surgical time was extended by 30 minutes or more. No further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.